Manufacturer narrative:
Updated block: e1.

Manufacturer narrative:
Per the user facility, the power manager module was unplugged and cleaned as it was found to have some corrosion on the fuses. After powering on the unit, it operated for approximately 10-15 minutes before automatically switching off, followed by multiple errors. When the hlm was powered off for around 30 minutes and restarted, no errors were initially observed. However, the issue reoccurred after 15-20 minutes of operation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) had a disconnect alarm occur while all accessories were suddenly disconnected and the 5 volt (v) voltage was found to be out of the acceptable range. The hlm was rebooted but the issue remained. The roller pumps could still be controlled via local controls and the hlm was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.